Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported lower scan readings with the freestyle libre sensor, as compared to competitor capillary meter. The customer experienced shortness of breath, dry mouth, and irritation, and had contact with a healthcare professional. The customer was diagnosed with hyperglycemia and treated with serum. There was no report of death or permanent injury associated with this event.